Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which is not the original package. Leak test inspection was performed on the returned device using equipment manometer ID# (B)(6). Results: the device presented leakage based on the leak test results, the reported nonconformance is confirmed. Base on the preliminary investigation findings, the most likely root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. The cause of the reported problem was traced to manufacturing process. The cause of the reported problem could not be determined. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.

Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical trach tube was found to be leaking air during the pre-use air leak check. There were no reported adverse events nor patient injury.